Manufacturer narrative:
Report date: 07feb2019. Date rec'd by MFR: 06feb2019. The customer replaced the central processing unit board and the issue was corrected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12/18/2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reported unit will not turn on intermittently and ¿accept¿ button not working. No patient/user harm reported. The event date was not specified; estimate used.